Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. A third party service technician performed a 6yr/30k preventive maintenance service.

Event description:
The customer reported smoke contamination issue on the ltv1150 unit. At this time, there is no information regarding patient involvement associated with the reported event.